Event description:
A distributor contacted baxter (B)(4) regarding a damaged transfer set. The distributor stated that the customer noticed the light blue part of the transfer set was broken, while it was connected to the patient. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a damaged minicap transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with damage on the light blue main body noted. Leak testing was performed with the no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.